Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the balloon was overinflated due to the pressure gauge not reading correctly resulting in a dissection of the right coronary artery. The physician inserted balloon into the right coronary artery. The physician attempted to inflate the balloon with the inflation device; however, the pressure meter was not showing any reading while inflating, yet the balloon was inflating. The physician then noticed a dissection in the right coronary artery mid segment. The pt was immediately sent for CABG and was doing fine. Info provided on (B)(6) 2011 indicated that the pt has since passed due to sepsis. The device will be returned for eval.